Event description:
The manufacturer received a voluntary medwatch, report number 101545-2020-0014, that alleged a patient lit a cigarette while using an everflo oxygen concentrator. The patient suffered burns to her face and was admitted to the hospital. The device is not returning to the manufacturer for evaluation. The reporting facility confirmed the device is in patient use with no issues. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."